Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandoned due to high out of range pacing impedance measurements of greater than 3000 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.